Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2016 with the following findings: a review of the black box showed a loss of prime warnings occurred on (B)(6) 2016 at 10:48 and deliveries resumed at 16:03. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no loss of primes occurring. The force sensor was tested and was found to be detecting correct force. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no defects were found to the force sensor circuit. The force sensor calibration was within specifications. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a low blood glucose less than 40mg/dl with confusion, cognitive impairment, tremors, and loss of consciousness associated with priming while attached after loss of prime warnings. Emergency medical services were reportedly contacted, and the patient was reportedly treated at the hospital with intravenous glucose and glucagon injection(s). The reporter noted that the patient was on dialysis due to stage 4 renal failure. The patient reportedly remained on the pump. The reporter stated that loss of prime warnings occurred during dialysis sessions and the patient primed/filled the cannula while attached five times, which may have resulted in the patient receiving additional unintended insulin. The reporter noted that widely fluctuating bgs was normal for the patient and that the issue was to be discussed with the patients endocrinologist. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with use error of the pump.